Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: 9735799, serial/lot: unknown. H6) multiple annex a codes were applied to capture this event. A1301 captures the touchscreen not working, a05 captures the amber light, a13 captures the mac address and ip issues, a070803 captures the unit not powering on, a0902 captures the "no video" message, a0708 captures the lost connection from the ups, and a1102 captures the error messages. H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cart wouldn't come on. The main cart, when shutting down, would go to "no video" and didn't turn off all the way. The system had to be hard shut down. There was no patient involvement. There was troubleshooting present. It was reported that the system was hard shut down and unplugged from the wall. The cart to cart connection was reseated and it was noted the power button on the camera cart was on. The camera cart had an amber light and the green light was on. In self-test, the camera cart was all red. Additional troubleshooting was performed for this event. At the time of the call, both systems were on and no fault lights were on the camera. The manufacturer representative (rep) noted that in self-test, that on both the main and camera cart, the uninterruptible power supply (ups) was blank and the ups service stopped. No erroneous fault lights were noted on the ups. Technical services had the rep performed a hard reboot of both carts. Upon boot-up, the rep noted the camera cart did not duplicate the main cart screen. The touchscreen was not working, the amber light on the camera was on, and the connection to the ups was lost on both carts. Additionally, it was noted that there was no mac address and other tabs were showing as disconnected. On the camera cart, it turned on but it was giving a "unable to connect to [internet protocol] ip" message. The router did not appear to be functioning.

Manufacturer narrative:
H3: analysis was performed for product 9735799, lot number 1508350993500528. It was reported that the unit was unable to connect / communicate on any lan ports or wan port. It would not allow reconfiguration. Codes b01, c02 and d02 (previously submitted) are appli cable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The network router was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.